Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation

Event description:
It was reported that on (B)(6) 2023, the patient was admitted to hospital due to "asthma after activity for 3 days", and the physical examination after admission was "suspected fulminant myocarditis". On (B)(6) 2023, the patient was transferred to ICU after several rescues, during which the patient received life support using ECMO. On (B)(6) 2023, after the patient's condition was stable and ECMO was removed, due to the need of the condition, the nurse instructed the doctor to insert a PICC catheter into the important vein of the patient's right upper arm. The PICC cathet ER was inserted 41cm, and the catheter placement process was smooth without redness, swelling and leakage at the puncture mouth. During the use of PICC, the nurse disinfected the puncture orifice and replaced the sterile dressing every week, and the PICC catheter showed no obvious abnormality. On (B)(6) 2023, the patient complained of pain near the PICC catheter puncture orifice on the arm, and the nurse found that the PICC catheter puncture orifice was red and swollen, and white pus flowed out of the puncture orifice after dragging it out for a short distance.